Manufacturer narrative:
The pump was returned, reviewed, and okay to be closed as a reduced analysis. It met modified analysis criteria. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving an unknown concentration of morphine at an unknown dosage via an implantable pump for non-malignant pain and other chronic/intractable pain (trunk/limbs). On (B)(6) 2017, it was reported that the patient's pump was pushing against their ribs as a result of the pump position. The event date was (B)(6) 2010. The patient's healthcare provider reportedly noted that the pump was up in the ribs, leading to the pump being relocated. The patient stated that they did not have any complaints or issues with the pump placement. However, the patient also reported that, when they would get a refill, it would work "perfectly" for a few days, but after that feel like it was not covering their pain. The patient noted that they have had oral pain pills and had taken pain pills with it. The patient reported that they would be pain free, but then it would wear off and the pain would return. The patient's concomitant medications included unspecified oral pain pills.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the about two months before replacement of their pump the patient was not getting relief from pain. The physician had told the patient the pump needed to be replaced. It was clarified that regarding the pump that was replaced, the battery had died due to normal battery depletion. It was further noted that the physician did surgery to fix the pump two times on (B)(6) 2017 and (B)(6) 2017 regarding the pump sticking out. The patient had mentioned to their physician their current pump was sticking out again and it was noted that the physician questioned the patient of what they wanted them to do. The patient was previously receiving morphine with concentration 25 mg/ml at a dose rate of 7.002 mg/day and the new drug was morphine with concentration 25 mg/ml at a dose rate of 7.752 mg/day.